Manufacturer narrative:
Additional information h6 and h11: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump per nurse, t"he IV pump wouldn't turn on, but once plugged in it did turn on. However, the moment it was unplugged, it turned off and then started beeping. Then it turned back on and said "improper shut down" on the screen and then it shut off again". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.